Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted; there was no visual evidence of holes in the tubing or in the cassette. Functional leak, clear passage, and clamp function tests were performed with no issues or leaks observed. The sample was submerged under water for a pressure test with no bubbles observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked and the home patient (hp) stated they ¿said that they could see little holes on the lines¿. This was observed during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.